Manufacturer narrative:
The sample was not available for evaluation. Medical action industries is the manufacturer of the IV kit containing transparent tape, r4966 (lots 25063h26a, 25093h26a). The lots manufactured in the complaint convenience kit lot was sourced from supplier, nanjing 3h medical products co.,ltd. (3007607706). The complaint details were forwarded to the appropriate functional group for investigation and root cause analysis. Based on the review and testing of the retained samples, nanjing 3h medical products co., ltd. Was unable to confirm the reported product failure. Retained samples were evaluated for viscosity and met all established specifications. An evaluation of the device history record for the reported lot confirmed that the product was manufactured according to specifications, with no nonconformances identified during production. No upward trend has been observed for this type of issue. As a result, a definitive root cause could not be determined, and no further actions will be taken. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Staff reported that the tape was not adhering well to patients, creating concern that the IV could migrate or become dislodged. Additional tape was required to maintain secure placement. She recalled only a few occurrences, none of which warranted a patient safety alert. When asked whether patients might have had lotion or other substances on their skin that could affect adhesion, the site acknowledged that this was possible. At this time, staff indicated that there is insufficient information to pursue further action, and the concern can be closed.